Event description:
It was reported that as lvp 20d 2ss cv had air in line and flow issues. The following information was provided by the initial reporter: material no: either 2420-0007 , batch no: unknown. It was reported that there was an issue with an administration set, it prevented a pump from properly delivering the dose. Verbatim: we had a call about one pump where it was not delivering the dose. There was no patient harm. My team tested the pump and module and those passed all tests. However, they found the admin set that was used to be faulty. I ran a functional check and a full pm on the module and it passed everything. I went through the logs and there are no air in line or occlusion errors during the time of the incident on december 31st. Xxxx said the same thing to me when I went and got the pump ¿ that the module never alarmed while running. I have the tubing that they were using and part of it that is enclosed in the pump during procedures seemed to be sealed which wouldn¿t allow any fluid to run through it. I tried to run a test with that tubing in the module and when I ran it I received an air in line error which is something ICU doesn¿t seem to have gotten. So it kind of seems as though it was a manufacturer defect with the tubing, but I¿m not sure why they never received an air in line error. I have the module and tubing on my desk if there¿s anything else you need to me to do with it.

Manufacturer narrative:
H6: investigation summary: one sample was received for a quality investigation. The customer complaint of flow issues was verified by testing of the infusion set. Visual inspection of the infusion set did not reveal any visual defects or damages. Upon attempting to prime the infusion set, there was difficulty fully priming the set. Further examination of the fluid path indicated that there was residual fluid in the sample that was sent in with the sample. The residual fluid was located in the silicone tubing of the pumping segment. This fluid was hardened in the silicone tubing restricting the flow of the infusion set. Upon pressing on the blockage in the silicone tubing, the fluid released from the silicone tubing and the infusion set was able to prime with no further issues. A simulated infusion was conducted with the infusion set at 125 ml/hr and there was no leaks,no air-in-line and no occlusions observed. A device history record review could not be performed on model 2420-0007 because a lot number was not provided by the customer. Based on the description of the events and the investigation findings, the root cause for the issues seen in this complaint is user error. From the customer description, the infusion set did not log any issues during use and the ICU did not run into any issues as well. The issue was only noticed during a functional test after the set was already used. The medication/fluid used in the infusion set solidified in the pumping segment not allowing for fluid to flow through the set, and thus causing the pump to indicate air-in-line or occlusion errors.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that as lvp 20d 2ss cv had air in line and flow issues. The following information was provided by the initial reporter: material no: either 2420-0007, batch no: unknown. It was reported that there was an issue with an administration set, it prevented a pump from properly delivering the dose. Verbatim: we had a call about one pump where it was not delivering the dose. There was no patient harm. My team tested the pump and module and those passed all tests. However, they found the admin set that was used to be faulty. I ran a functional check and a full pm on the module and it passed everything. I went through the logs and there are no air in line or occlusion errors during the time of the incident on december 31st. Xxxx said the same thing to me when I went and got the pump. That the module never alarmed while running. I have the tubing that they were using and part of it that is enclosed in the pump during procedures seemed to be sealed which wouldn¿t allow any fluid to run through it. I tried to run a test with that tubing in the module and when I ran it I received an air in line error which is something ICU doesn¿t seem to have gotten. So it kind of seems as though it was a manufacturer defect with the tubing, but I¿m not sure why they never received an air in line error. I have the module and tubing on my desk if there¿s anything else you need to me to do with it.